Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additionally, there was more information added to the h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited gap of adhesive on the distal end, stain entered inside the lens through the gap. Also, there was a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.